Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a hemostatic valve separation occurred. It was reported that at the end of a cardiac ablation procedure, when the catheter was removed from the vizigo sheath, the check valve was weak, and a small amount of blood leaked in the sheath. There¿s no indication that any intervention was required or that the patient¿s hemodynamics was compromised. The procedure was completed with no patient consequences. Multiple attempts were made to obtain clarification regarding this event; however, no further information was provided. With the available information, it is most likely that the issue was related to a hemostatic valve-separation; hence, this complaint is being conservatively reported as a reportable product malfunction.

Manufacturer narrative:
On(B)(6)2020 , the product investigation was completed. Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 00001227 number, and no non-conformances related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, the product investigation was completed. It was reported that a patient underwent an ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a hemostatic valve separation occurred. It was reported that at the end of a cardiac ablation procedure, when the catheter was removed from the vizigo sheath, the check valve was weak, and a small amount of blood leaked in the sheath. There¿s no indication that any intervention was required or that the patient¿s hemodynamics was compromised. The procedure was completed with no patient consequences. Device evaluation details: the device was visually inspected and it was found in good conditions. Then, functional test was perform the dilator was inserted without resistance/friction and no anomalies were observed. Then flow test was performed and it was found within specifications, the catheter was irrigating correctly, no irrigation issues were observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. During manufacturing process, all the catheters are inspected for visual damages before packaging. On line inspections and functional tests are in place to prevent this type of damage from leaving the facility. The customer complaint cannot be confirmed. The device was found to be working correctly. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref # (B)(4).